Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/23/2025 the user reported that on (B)(6) 2025 they experienced low blood glucose (bg) of 63 mg/dl while walking for several hours. The user paused the ilet for 45 minutes, treated with glucose tablets and sugar, and recovered without assistance. No long-term effects were reported.